Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture and sensing problem. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.